Event description:
Healthcare professional reported "left-side rupture confirmed via MRI." The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side assessed as to a fold flaw opening around the broken have stress marks and missing piece of the shell. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "left-side rupture confirmed via MRI." The device has been explanted and replaced.